Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient had a minor abrasion and to stop the bleeding a dressing was applied to the patient after surgery.

Manufacturer narrative:
Based on the internal review of the file, it was determined that the information provided for the event minor abrasion and bleeding does not represent a reportable (serious injury) since, no patient harm was reported and the surgery was completed after replacing the product with another one. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the internal review of the file, it was determined that the information provided for the event minor abrasion and bleeding does not represent a reportable (serious injury) since, no patient harm was reported and the surgery was completed after replacing the product with another one.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. One recommendation is that the customer contact their account manager about removing the drape from their pak. The account manager can work with the manufacturing site for suggestions and samples. The root cause of the customer's complaint is related to dissatisfaction of the approved temporary deviation for this built finished goods lot. The deviation will not apply to future lots manufactured after the supplier backorder is resolved. No further action will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).